Event description:
Pt admitted with arrhythmia, bradycardia and syncope. Had a persistent dry cough. Taken to cath lab 8/29 for sinus node dysfunction with cardiac arrest. Had a temporary pacer inserted. Attempted permanent pacer unsuccessful. Femoral approach needed. Taken back to cath lab for right femoral venous approach. Subsequently, the pacer stopped functioning after pt was back in their room. In slow heart rate with 2:1 av block and episodes or torsade. Temporary pacemaker again inserted. Lead failed. Lead in rt ventricle.